Event description:
It was reported that a malfunction, identified as malf 3, occurred with the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it using a prepaid label. Technical support confirmed the shipping address and planned to replace the pump. The customer acknowledged the instructions and continued using the current pump as backup therapy while awaiting the replacement.